Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had presented to the doctor's office at the hospital with chest pain. Patient was admitted to the hospital where the right ventricular lead was found to have perforated and was in pericardial space. The lead was also found to not capture in unipolar/bipolar configulation. The lead was repositioned and still in use. No further patient complications have been reported as a result of this event.